Manufacturer narrative:
Correction in section h.6. (FDA product code). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An ophthalmic surgeon reported that during cataract surgery with intraocular lens (iol) implantation, the iol was implanted as scheduled but it was noticed that the entire optic part of the implanted iol had an oily shine (reflection like the back of a disc). The surgery was completed without product replacement. The iol remains implanted in the patient's eye. There was no problem with the postoperative visual acuity. According to the additional information received, the doctor said, this was clearly different from the iol's reflection, and that the iol's findings had changed so much that he/she wondered whether they had forgotten to coat the iol during the manufacturing process, or whether the coating material had been changed.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. No sample was returned for analysis. The reported complaint cannot be confirmed based on the available information. Complaints have been received describing that lenses were reported by doctors for the presence of a ¿polychromatic sheen¿ visible. The cause of ¿sheen¿ or ¿film-like¿ appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to rapidly disappear following implantation and should no longer be visible, or very little remaining, by the one-day postoperative visit. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process which is only visible under certain orientations and illumination settings. This quickly resolves once the iol is delivered and exposed to intraocular temperature over time. There are no adverse impacts or lasting effects on the iol or the patient, and no adverse events or clinical impact on vision have been reported associated with this finding. No reports of impact to visual function in any of the complaints reported. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.